Event description:
The customer reported generation of false high glucose (glu) patient result on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The patient demographics was not provided.

Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) assisted customer troubleshoot the au5800 clinical chemistry analyzer over the phone. The lss guided the customer to inspect mix bars, and customer the found that the fluororesin coating of a r2 mix bar was chipped. The customer replaced a new r2 mix bar which resolved the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 (B)(6). Beckman coulter internal identifier is (B)(4).